Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 24, 2006, the lay user/reporter, the patient's niece, contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On october 27, 2006 the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. For approximately two weeks, the patient noted the reported meter would not power on. On october 22, 2006 the patient was experiencing the symptoms of irritability and was 'talking crazy'. The patient attempted to test her blood glucose level while symptomatic, but the reported meter would not power on. The patient's niece, the reporter, gave her five units novolog insulin. The patient was taken to the urgent care facility, where her blood glucose level was tested to be 'greater than 600 mg/dl'. The patient was treated with insulin. During the time the patient was unable to test her blood glucose level using the reported meter, she had continued to take her normal meals and medications. The patient takes lantus insulin 25 units in the evening and an unknown amount in the morning, and novolog insulin on a sliding scale based on meter readings. During the time period, the meter would not power on, the patient adjusted her novolog insulin doses based on meals. The patient had no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had replaced the meter's battery correctly, the battery contacts were in good condition, the meter had suffered no trauma, and the patient was using the correct test strips. The meter, test strips and control solution were replaced. The patient was unable to adjust her insulin doses based on meter readings due to the power issue with the reported meter, she became hyperglycemic and required emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.